Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 217254711, was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked and ribbed. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to a loop kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the loop shape of the tip of the mapping catheter was not as expected. The catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.